Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/ persistent sharp pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2006, live birth on (B)(6) 2009 and colposcopy in 2002. Previously administered products included for an unreported indication: mirena iud in 2009 and depo-provera injection from 1996 to 2005. Concurrent conditions included social alcohol drinker and dysfunctional uterine bleeding. Family history included family history of cardiovascular disorder and family history of diabetes. Concomitant products included hydrochlorothiazide (hydrochlorothiazide) in 2012 for blood pressure abnormal, medroxyprogesterone acetate (depo-provera) on (B)(6) 2010 for contraception and diazepam (valium), ketorolac tromethamine (toradol) and lidocaine for medical procedure. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). In (B)(6) 2011, the patient experienced pain in extremity ("leg pain (persistent sharp pain)"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural complication ("surgery for complications of hysterectomy"). On an unknown date, the patient experienced paraesthesia ("leg tingling") and hypoaesthesia ("numbness"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. In (B)(6) 2016, the pelvic pain and back pain had resolved. In (B)(6) 2016, the headache had resolved. At the time of the report, the genital haemorrhage, hypoaesthesia and procedural complication outcome was unknown and the pain in extremity and paraesthesia had resolved. The reporter considered back pain, genital haemorrhage, headache, hypoaesthesia, pain in extremity, paraesthesia, pelvic pain and procedural complication to be related to essure. The reporter commented: she denied any hypersensitivity reaction to nickel or any other component of essure. She was not allergic to nickel or any other component of essure. Back pain, pelvic pain and headaches were treated with over the counter medication and heating pad. The events numbness, severe and persistent pelvic pain, leg pain/tingling, back pain eased 3-4 months after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful occlusion of bilateral fallopian tubes ultrasound pelvis - on (B)(6) 2010: no evidence of disease. Test: a pap smear was performed (B)(6) 2010. On (B)(6) 2010: at essure insertion procedure, a paracervical block was performed using a 22 gauge spinal needle with lidocaine 16cc. The uterus sounded to a length of 8 cm. A rigid 5mm hysteroscope was placed inside the uterus using warmed sterile saline for distending media. Due to patulous cervix, distension was difficult. The uterus was then distended, and the cornua of the uterus were identified on both sides. The essure microimplants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had no visible coils (the end of the implant right at the ostia) and the left had two visible coils. A successful placement occurred bilaterally. The patient tolerated the procedure well. On (B)(6) 2010, hysterosalpingogram was performed o for essure confirmation. Finding : uterus specified well not demonstrating any obvious evidence of intrinsic filling defects, masses, unusual extrinsic compression, synechia or perforation. Occlusion of bilateral fallopian tubes at the cornu's were identified. No flow of contrast visualized flowing through the fallopian tubes or free spillage of contrast into the pelvic cavity seen. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received: plaintiff experienced severe and persistent pelvic pain (persistent sharp pain), bleeding, leg pain(persistent sharp pain), tingling in legs, back pain, headaches and numbness. Hysterosalpingogram was performed for essure confirmation. Essure was removed in (B)(6) 2016 by hysterectomy. Also surgery for complications of hysterectomy was reported. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.